Event description:
The facility's biomedical engineer reported an infusion pump with an 807:01 failure code. The biomed reported to baxter technical support that the pump was brought to their department but it is unk if the device was in use on a pt when the failure occurred. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.